Event description:
It was reported that a patient presented to clinic for follow up. The insertable cardiac monitor (icm) was unable to be interrogated and further investigation determined that the icm was prematurely at end of service. No changes or interventions were reported. The patient condition was stable.